Event description:
It was reported that the user selected a smaller-than-usual meal announcement on the ilet for dinner but then consumed a usual-size meal, resulting in elevated glucose. Guidance was provided to avoid an additional meal announcement and to allow automated corrections, with blood glucose reported at 256 mg/dl trending down to 216 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and correction underway. Investigation included customer interview and troubleshooting education. Investigation of this case revealed user error related to incorrect meal size selection with device performance as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.